Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves similar device to a PMA approved device sold in the u.s. Under #p070014. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. No other complaint has been reported for this lot number. The eval of the returned sample revealed that the stent was partially released. Furthermore, a force transmitting component of the delivery system was found to be broken causing the failure to deploy the stent. There is no indication for a mfg related failure. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult pt anatomy or a challenging placement site may result in high friction during the attempt to release the stent. In this case, the tracking path was reported to be calcified. On the basis of the info available and the returned sample, a definitive root cause for the reported event could not be determined.

Event description:
It was reported that during a vascular stenting procedure, the stent could not be deployed in the sfa. The delivery system was removed and another stent deployed successfully. No pt injury was reported. During the eval of the returned sample the stent was found to be partially released.